Event description:
New information received notes that programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing due to myopotentials oversensing on the right ventricular lead. No changes or intervention was performed. There were no patient consequences.